Manufacturer narrative:
The device has not been received by this manufacturer, an evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review is in progress and results will be forwarded in a follow-up medwatch report. The march 2007 autotome complaint trend report, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corporation on march 29, 2007, that during an endoscopic retrograde cholangeopancreatography (patient age and gender unk), while, "applying current, the autotome wire snapped." The physician removed the device and completed the procedure successfully using another same device. No patient complications was reported.